Manufacturer narrative:
No sample has been returned for evaluation for the report of the probe not cutting; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned by the customer and no lot information was provided, the root cause for the customer complaint issue cannot be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the vitrector did not cut during a vitrectomy procedure. The product was replaced to complete the procedure. The patient impact is unknown. Additional information has been requested.